Event description:
It was reported that the patient indicated not feeling pleased with an inflatable penile prosthesis (ipp) and wanted to have it removed. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.